Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked insulin from the septum. The customer's blood glucose level ranged from 126-307 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.